Event description:
As reported, post implant of the an unspecified bard/davol phasix mesh for hiatal hernia repair, patient had complete erosion of the esophagus.

Manufacturer narrative:
As reported, post hiatal hernia repair using phasix mesh, complete erosion of the esophagus was reported. The information provided is limited and there has been no response to requests for additional details. Based on the information available, no conclusions can be made. Erosion is a known inherent risk of surgery/use of the device and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: the date of event is provided as an estimate, based on the date of awareness of the reported event. Not returned - remains implanted.